Manufacturer narrative:
A drager service representative performed an evaluation of the ventilator. The reported symptom was attributed to liquid contamination of internal components within the display.

Event description:
It was reported that: while the ventilator was ventilating a patient, the ventilator alarmed and stopped ventilating. The user manually ventilated the patient with and alternate device and power cycled the ventilator; however, the leds for the keypads were all illuminated and the display was blank. The patient was transferred to another device. No patient injury.